Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks. During an attempt to interrogate the device with a programmer, a message was observed that indicated the device was in safety mode and a charge time out fault message was observed. Boston scientific technical services (ts) discussed no therapy available when the device is in safety mode and also discussed a potential issue with the implantable defibrillation lead. An invasive procedure was performed one day later. During replacement of the device, the implantable defibrillation lead and another manufacturer's right atrial (ra) lead were observed to be frayed. The leads were surgically abandoned and an extraction was scheduled for a future date. Subsequently, an invasive procedure was performed four days later. The leads were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Laboratory analysis confirmed the reported clinical observations.